Manufacturer narrative:
(B)(4). No device is returning the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
All of the information available has been provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was being used to close the incision. The staples "pop out" of the skin and the edges of the incision are then not approximated adequately for healing. The incisions have gapping areas due to staples coming out.